Event description:
It was reported that the charger for an ilet device appeared faulty, with the indicator light blinking green briefly and then turning off despite attempts with multiple outlets and proper device placement after removing the case. Symptoms included no adverse health effects and blood glucose levels not affected. Outcomes included replacement supplies shipped and user education completed. Investigation included customer troubleshooting to verify correct setup and power sources. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctioning power accessory. It was concluded, based on previously established findings for similar reports, that the cause was a defective external charger.

Manufacturer narrative:
Initial.